Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer was hot to touch. The customer initially contacted abbott point of care on (B)(6) 2010 and reported that this analyzer would not activate. The customer became aware of the recall letter on (B)(6) 2011 and determined that this analyzer had the problem described in the letter. Based on the info at the time, there was no injury associated with the event.